Manufacturer narrative:
Additional information provided in h.6. And h.11. The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used 25+ gauge 10000 cuts per minute combined pack was visually inspected, and no obvious defects were found. The tabs and the infusion chamber were intact. The probe manifold was not returned; lab stock was used for testing. The returned manifolds, probe connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The submerge leak test was performed on the cassette. No leakage occurred. The product was tested using the console with the current software. The product could prime, tune with the ultrasonic handpiece, the 0.9mm aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. The product was recognized as combined cassette on the console. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was detected from the handpiece, infusion cannula, infusion manifold, cassette, (irrigation and aspiration) I/a manifold, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette was leakage before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient impact.